Event description:
After introduction of a laparoscopic instrument into a 5mm trocar, a small rubber/silicone like piece appeared in the cavity of the patient. The surgeon removed the small rubber/silicone like piece and was placed on the back table by scrub nurse. The cavity was extensively searched with the laparoscope without visible evidence of any rubber/silicone like remnants. At the end of the case, the surgeon physically opened the three trocars that were used during the case and was able to size up the silicone/rubber like remnant to one of the trocars that seemed to have been damaged. Per surgeon, approximately 2mm of the silicone/rubber like remnant seemed to still be missing from the damaged trocar. An xray of the silicone/rubber like remnant and of the patient was taken. Per radiologist, the sample piece was visible on xray but there was not a foreign body seen in the patient's cavity. Following the results from the radiologist the patient was then taken to the pacu.